Event description:
On (B) (6) 2009, a male infant was delivered at (B) (4) and the mother was provided with a halo sleepsack swaddle when she was discharged from the hospital. On (B) (6) 2010, the infant had the sleepsack swaddle on and apparently rolled over on his belly. The infant's face was smashed into the side of the crib, one of his arms was swaddled down and the other arm was swaddled upward. The infant apparently suffocated when he rolled over because he could not use his arms to lift his head up. Risk management received notification of this event on april 15, 2010.